Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 300 mg/dl. Multiple attempts were made to complete troubleshooting; however, no additional patient or event information was available.